Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The lot number is currently unavailable. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. The complaint device was received and inspected. It is observed that the metal disc was broken and all the shaft of the drill bit is intact. This complaint can be confirmed. Excess striation on the shaft indicates the drill bit was heavily used. This failure can be attributed to field wear. The batch number was unknown therefore the age of the device cannot be determined. A batch review was not conducted as the batch number is unknown. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure of the shoulder, it was observed that the gryphon 2.4mm drill bit broke all at once while the surgeon was drilling with the guide. The broken portion was in contact with the chuck. There was no harm to the patient. The backup device was used to complete the case. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: the fields device available for evaluation, date device returned to manufacturer and is device returned to manufacturer? Were all documented incorrectly on the initial report as the device was received and evaluated. Therefore, all fields have been updated accordingly to reflect the correct information. If additional information should become available, a supplemental medwatch will be submitted accordingly. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.